Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by kort np, van raay jj, van horn jj in knee surg sports traumatol arthrosc. 2007 apr;15(4):356-60. Epub 2006 oct 7. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Knee surg sports traumatol arthrosc (2007) 15:356-360 kort, nanne, et al information was received based on review of a journal article titled, "the oxford phase iii unicompartmental knee replacement in patients less than 60 years of age", which aimed to evaluate the mid-term results of the oxford phase iii unicompartmental knee replacement in patients, age sixty or younger by independent surgeons, using the oxford implant, manufactured at biomet. The study was conducted over a period of four (4) years (december 1998 and october 2003) and involved forty-three (43) patients who received forty-six (46) knees. The journal article reports the following revisions by reason: one (1) revision due to tibial component loosening and femoral component malalignment, one (1) revision due to malalignment. In conclusion, age of 60 or younger does not seem to be a contraindication for this procedure. Obesity can cause technical difficulties, increased risk of complications and early failure of this prosthesis; a bmi of 33 or more is a contraindication for the mobile-bearing unicompartmental knee arthroplasty.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
One (B)(6) patient was identified in the article titled, who underwent decompression of all four compartments of the lower leg approximately 22 hours after the initial operation through a double incision technique on an unknown date. There has been no further information provided.